Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call that the insulin pump screen went blank. The customer¿s blood glucose level was 185 mg/dl. The customer punch different buttons and nothing came on and punch the light button and the light came on and shows the battery and insulin. The insulin pump had scratches but they able to read the display. Customer stated the contacts on the battery cap, battery compartment and spring were not missing or damaged. After inserting new battery, insulin pump turned on and when a button was pressed insulin pump turned back off and then turned back on. The customer was assisted with troubleshooting and display did not returned back. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display, problem isolated to lcd board. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test or verify button keypad anomaly due to blank display. Device had flattened (creased) up button dome switch during visual inspection. Device had minor scratched lcd window.